Event description:
It was reported that after preventive maintenance, the device needed to be repaired. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1: (B)(6). Investigation summary: the affected device was returned for evaluation. It had a damaged dso seal, damaged lens, and damaged ac connector. Ehl was downloaded. Functional testing was performed - found defective remote dose connector. Occlusion tester g:01840-cz wasn't used. Accuracy test was performed - test passed (+2,094%). Customer did not complain of any specific problem. The dso seal, lens, and ac connector were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.